Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported hospitalization was prolonged due to pain and nausea.

Manufacturer narrative:
Adverse event aware date corrected to 2/24/2016.

Manufacturer narrative:
The associated devices were not returned for evaluation as they remain implanted. Our investigation consisted of a review of manufacturing records for all listed devices. Our review did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated or warranted at this time.

Manufacturer narrative:
The associated journey ii bcs femoral oxinium, journey ii bcs articular insert, journey tibial baseplate and genesis ii oval resurfacing patella were not returned for evaluation.  Our investigation included a review of complaint history for the listed parts which revealed no prior complaints for the listed failure mode. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes.  A clinical evaluation noted that based on the information available, the root cause of this patient's pain cannot be concluded, unless it is a continuation of the previously discovered "pes anserinus" issue. There have been no indications a revision has been planned. If a revision does occur this complaint will be re-assessed at that time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Credit cannot be issued for these devices.

Event description:
It was reported that it was reported that in (B)(6) 2017 due to irritation of pes anserious an infiltration was performed with bupivacaine and depomedcol; and in (B)(6) 2018 a treatment at pain clinic was performed due to persistent right knee pain.